Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient's death, patient's vessel perforation, patient's hemorrhage are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
Patient presented with history of acute stroke with a thrombus located on the m1 segment of the middle cerebral artery (mca). Pre-procedure patient was assessed having a thrombolysis in cerebral infarction score (tici) of 0 on the branches distal to the clot. The patient had no clinical symptom before anesthesia. It was reported that, different techniques of suction thrombectomy and thrombolysis were performed without success. Subsequently, mechanical thrombectomy with the subject device was performed without success in removing the clot (tici 0). According to the physician, there was a perforation after using the retriever which led to hemorrhage. Angioplasty with a balloon was performed to dilate distal m1 segment of the middle cerebral artery with slandered technique with the outcome of distal branch filling of tici 1. Subsequently two stents were placed across the m1-m2 segment for the residual clot. The next day, patient expired. According to the physician, the outcome of death was related to the procedure and withdrawal of life support.

Manufacturer narrative:
Subject device is not available.

Event description:
Patient presented with history of acute stroke with a thrombus located on the m1 segment of the middle cerebral artery (mca). Pre-procedure patient was assessed having a thrombolysis in cerebral infarction score (tici) of 0 on the branches distal to the clot. The patient had no clinical symptom before anesthesia. It was reported that, different techniques of suction thrombectomy and thrombolysis were performed without success. Subsequently, mechanical thrombectomy with the subject device was performed without success in removing the clot (tici 0). According to the physician, there was a perforation after using the retriever which led to hemorrhage. Angioplasty with a balloon was performed to dilate distal m1 segment of the middle cerebral artery with slandered technique with the outcome of distal branch filling of tici 1. Subsequently two stents were placed across the m1-m2 segment for the residual clot. The next day, patient expired. According to the physician, the outcome of death was related to the procedure and withdrawal of life support.